Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number a-k47u4v bcd-sa, cartridge position a-loaded b-e not 1, casing position back, hook shroud condition good, lockout slide position unlocked, number of staples returned in cartr a-none bcde-none, retaining pin position midway, safety position unlocked, trigger position open/unlocked. Functional tests & results: hook shroud condition good, indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, safety disengage properly yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received in good condition. Cartridge that was returned loaded on instrument was fully loaded with staples. Instrument was fired with this cartridge and it fired and formed all staples as designed. There were no abnormalities noted with formation of staples. It could not be determined as to why staples reportedly did not form. It should be noted that if instrument is fired outside of safe green firing range, it will cause staples to be malformed. It could not be ascertained it this may have occurred in this instance. Mfg and engineering have been notified of reported incident.

Event description:
It was reported the device was used during a videoscopically assisted thoracic surgery. It was reported the device fired twice without difficulty, but on the 3rd & 4th firing of the device, the staples did not form. The case was converted to an open procedure to complete the procedure. Rep returning device and some reloads as provided by the hosp. They were given to him all packaged in a red biohazard bag. 2/24/98 the surgeon had performed a lobectomy using the tl60 instrument with mass ligature technique. He indicated that this is a controversial procedure. After applying the instrument on two occasions and firing it, he divided the lobe. There was significant bleeding and they tried to obtain control, but they were unable to do so and had to convert to an open procedure. Another surgeon indicated that another dr also had difficulty with one of his cases.